Event description:
Damage to the pump's housing and usb port was reported, impacting the customer's ability to upload pump data due to broken pins. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged to send the customer a replacement pump with updated software and provided instructions for putting the current pump into storage mode prior to its return. Training would be available through the customer's account, and the replacement was confirmed to be within warranty coverage.